Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced audio beep anomaly, button error and damage. The customer's blood glucose reading was 249 mg/dl. The customer stated that the threading in the pump near the battery cap is damaged. The customer stated that there are pieces missing from the pump. The customer stated that there is a constant tone and none of the buttons were responding. The customer mentioned that he was hospitalized due to a bulging disc in his spine. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. No audio/beep anomaly was noted. Unable to perform any tests due to the unresponsive buttons. The pump was received with broken battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a missing end cap sticker and minor scratches on the display window.